Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the rf (radio frequency) head interrogation was intermittent and the rf head failed uplink functional test due to the rf head cable. Analysis also found the rf head was internally contaminated. (B)(4).

Event description:
It was reported that the radio frequency (rf) programmer head had intermittent telemetry. The rf head has been returned for repair. No patient complications have been reported as a result of this event.